Event description:
It was reported that patient experienced pocket heating while ipg was on. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.